Event description:
It was reported that ???/hour glass/no readings/sensor error was reported. The sensor was inserted into the abdomen on (B)(6) 2023. The patient experienced ??? Or hour glass icon in status box which occurred the day sensor had been inserted in the abdomen. The patient passed out on (B)(6) 2023 due to hypoglycemia at 1315. The patient had not received any readings since 2000 the day prior. The patient reportedly received intermittent sensor error messages for 17 hours, but never received a sensor failed message. No bg fingerstick were monitored during the time without reading. No patient symptoms were documented prior to loss of consciousness. The roommate called 911 and when emergency medical service arrived, he was treated with an unspecified IV and glucagon. No bg was documented for the entire event. There was no documentation of further medical evaluation or intervention. At the time of the report, the patient was fine. Due diligence attempts to contact the reporter for more information were unsuccessful. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.